Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies with the device. External equipment was exchanged but the reported problem was unresolved. The pt met with a co rep for device evaluation. Testing performed confirmed that the device was not functional. A decision was made to explant the pt's device. Surgery to explant the device was scheduled.